Event description:
The customer reported a blank display. The customer also reported that he was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 500 mg/dl and vomiting. Advised the customer that the insulin pump would be replaced due to the blank display. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Bleeding lcd glass noted.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.